Event description:
It was reported that the system 9800 would not operate properly in the cine mode. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine disk drive, single board computer, and backplane circuit boards were replaced. The software was reloaded and the system was tested and found to be working as intended and placed back into service.